Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Foot operated wheel locks are not holding. Right side will not hold at all and then dealer states if you press on the left side it will engage both sides sometimes and sometimes it will not.